Manufacturer narrative:
No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. The reported issue occurred when performing a test run. It was reported that when in a biopsy procedure on the navigation screen, the target alignment error text and number were not shown. It was black where the text usually is. The issue was not reproducible. A test track record was created to track this issue. There was no patient involvement.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: unknown. Device evaluation: a software analysis was completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added that record. If information is provided in the future, a supplemental report will be issued.